Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a tower door failure that recovered several times but kept on failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failing. A field service engineer cleaned the microswitches, crimped the spade connectors, and applied carbon grease to all four latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.